Event description:
He said the information received indicated the CPR function does not operate.

Manufacturer narrative:
A follow up report will be sent once the customer discloses their investigation.